Event description:
Customer alleged an accidental needlestick due to a new softclix lancet that had no protective cap. Customer alleged subsequent medical treatment due to the needlestick. Customer declined to provide any details regarding the medical treatment.